Event description:
It was reported that foreign matter was found in the bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: there was a large piece of plastic in the posiflush normal saline syringe 10 ml.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: there was a large piece of plastic in the posiflush normal saline syringe 10 ml.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 306546 and lot number 1222657. There was one non-conformance during the production of this lot related to damaged barrels. In response to the detection of this non-conformance, an investigation was completed and all of the affected material was scrapped. It was determined that the non-conformance was an isolated event. As neither the physical sample nor a picture sample was available for return, a thorough sample analysis could not be completed. H3 other text : see h10.